Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of depleted batteries was confirmed via log file analysis; however, the reported event of the controller not alarming was not confirmed. The log file captured a low battery advisory alarm event on (B)(6) 2023 at 19:44:49 relating to depleting 14v batteries. At 21:06:13, a low battery hazard alarm event became active. At 21:11:34, a no external power alarm became active due to both 14v batteries being fully depleted. The system controller reverted to the internal 11v backup battery for power. The system operated with the no external power hazard alarm until the internal 11v backup battery became depleted. The system controller will not alarm once the internal 11v backup battery is fully depleted. The date will reset to (B)(6) 2001 when the backup battery is fully depleted and all events with this date has the clock not set alarm active. Of note, the duration of time the device was without power could not be determined. On (B)(6) 2001, a fully charge 14v battery/clip was connected to the white/black power cable and the system recovered to the set speed value of 9,000 rpm. Approximately nine minutes after, the driveline was physically disconnected briefly (approximately 25 seconds) and then connected. The driveline was physically disconnected again approximately 15 minutes later and remained disconnected. The system controller was received for an evaluation. Activation of the self-test function revealed all audible and visual alarms activated as intended. The returned device was functionally tested, and all visual and audible alarms activated when they were induced. No functional issue was identified relating to the reported controller not alarming issue. A root cause for the full battery depletion and the controller not alarming was unable to be conclusively determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and driveline disconnect alarms. Driveline disconnected alarm 1. Immediately reconnect the driveline to the system controller and move the driveline safety tab on the system controller to the locked position. 2. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. Otherwise, check if the fixed speed setting is below 8,000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. 3. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low battery advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. Also, regarding sleeping or when there is a chance of sleep, ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. Also, under this section ¿performing a system controller self test¿, describes the use a daily system controller self test to check the audible and visual alarm indicators on the user interface, as well as the status of the backup battery for the system controller. The system controller self test is a loud and bright function. All of the audible and visual indicators should come on and ¿self test¿ should appear on the screen. Also under this section, a properly installed and fully-charged backup battery provides at least 15 minutes of emergency power if power is disconnected or fails. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4 - patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency room and stated that their batteries were depleted but the left ventricular assist device (lvad) did not alarm. The patient was transferred to the intensive care unit (ICU) while in ventricular tachycardia and stopped breathing. The lvad pump stopped working and the batteries were depleted. The patient passed away. The log files review found low voltage alarms while on wall power, as well as low voltage advisories on (B)(6) 2023 while on batteries. The battery power ran out, the backup battery was enabled, the backup battery depleted, and the lvad shut off. The clock reset when the pump turned back on so it is unknown exactly how long the pump was off. About 9 minutes after the pump turned back on, the driveline was disconnected. The driveline was disconnected again 20 minutes later. Related regulatory reference report MFR # 2916596-2023-03517.

Manufacturer narrative:
Section b2: date of death was inadvertently added in the initial report and is not applicable to this device. Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of depleted batteries was confirmed via log file analysis; however, the reported event of the controller not alarming was not confirmed. The log file captured a low battery advisory alarm event on 30may2023 at 19:44:49 relating to depleting 14v batteries. At 21:06:13, a low battery hazard alarm event became active. At 21:11:34, a no external power alarm became active due to both 14v batteries being fully depleted. The system controller reverted to the internal 11v backup battery for power. The system operated with the no external power hazard alarm until the internal 11v backup battery became depleted. The system controller will not alarm once the internal 11v backup battery is fully depleted. The date will reset to 01jan2001 when the backup battery is fully depleted and all events with this date has the clock not set alarm active. Of note, the duration of time the device was without power could not be determined. On 01jan2001, a fully charge 14v battery/clip was connected to the white/black power cable and the system recovered to the set speed value of 9,000 rpm. Approximately nine minutes after, the driveline was physically disconnected briefly (approximately 25 seconds) and then connected. The driveline was physically disconnected again approximately 15 minutes later and remained disconnected. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. A root cause for the full battery depletion and the controller not alarming was unable to be conclusively determined through this analysis. Serial number of the system controller was unavailable, and the device history record was not reviewed. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and driveline disconnect alarms. Driveline disconnected alarm 1. Immediately reconnect the driveline to the system controller and move the driveline safety tab on the system controller to the locked position. 2. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. Otherwise, check if the fixed speed setting is below 8,000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. 3. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm. 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low battery advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. Also, regarding sleeping or when there is a chance of sleep, ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. Also, under this section ¿performing a system controller self test¿, describes the use a daily system controller self test to check the audible and visual alarm indicators on the user interface, as well as the status of the backup battery for the system controller. The system controller self test is a loud and bright function. All of the audible and visual indicators should come on and ¿self test¿ should appear on the screen. Also under this section, a properly installed and fully-charged backup battery provides at least 15 minutes of emergency power if power is disconnected or fails. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.